Event description:
It has been reported that there was no image on the flexvision screen and after two cold restarts the image appeared. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flexvision monitor was dark and there were no images displayed on screen. The issue got resolved by two cold restarts. The philips field service engineer (fse) replaced the monitor in the next follow-up case, 0119319693. After that, the system was returned to use in good working order.the codes were updated based on the investigation outcome.